Manufacturer narrative:
The device manufacture date was reported as (B)(4) 2013 in the initial medwatch report. This has been updated to (B)(4) 2015. The unique identifier( UDI) has been updated accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the gears of the attachment device were damaged, the bearings were damaged, and the cover was damaged. It was noted that the bearings and sleeve were worn, and the gear was broken. It was further determined that the device failed pretest for cutter insertion. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device had become unusually warm. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.